Manufacturer narrative:
An event of paravalvular leak, and off-label use was reported. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. No information was received regarding valve sizing. Based on available information, a root cause for the reported paravalvular leak could not be conclusively determined. It is possible that the patient's calcium distribution contributed to this issue. However, this cannot be confirmed. The reported off-label use is due to the decision to implant the valve on a native bicuspid aortic valve. However, it does not appear the off-label use contributed to the reported event. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances, as a post-implant valvuloplasty was performed and the patient was hospitalized.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision transcatheter aortic valve was selected for implantation into bicuspid aortic valve. Mild right coronary cusp calcium with heavy left coronary cusp calcium. Pre-dilation was performed with 22mm true balloon. Following valve deployment at a depth of 3mm on right coronary cusp and left coronary cusp, post-procedural assessment revealed paravalvular leak (pvl). To address the pvl, the healthcare team performed balloon aortic valvuloplasty (bav) with 22mm true balloon. The healthcare professional did not report any adverse health consequences related to the performance of the product. The patient remained in stable condition throughout the procedure and recovery.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision transcatheter aortic valve was selected for implantation into bicuspid aortic valve.mild right coronary cusp calcium with heavy left coronary cusp calcium. Pre-dilation was performed with 22mm true balloon. Following valve deployment at a depth of 3mm on right coronary cusp and left coronary cusp, post-procedural assessment revealed paravalvular leak (pvl). To address the pvl, the healthcare team performed balloon aortic valvuloplasty (bav) with 22mm true balloon. The healthcare professional did not report any adverse health consequences related to the performance of the product. The patient remained in stable condition throughout the procedure and recovery.